Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after meals, with a peak blood glucose of 255 mg/dl and approximately six hours above target, while using the ilet with a recent change from a teflon infusion set to a steel infusion set and no reported device alarms. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization, no medical intervention, no back-up therapy, and no ketone testing. Investigation included troubleshooting and education provided by support, including discussion that post-meal elevations when starting high can occur and confirmation that no infusion set issues were observed at the time of change. Investigation of this case revealed that the device functioned without alerts and that the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.